Event description:
It was reported to boston scientific corporation that a lynx blue system was implanted into the patient during a procedure performed on (B)(6) 2023. It was reported that the patient developed a rather acute onset of pelvic pain ten days after the procedure. On (B)(6) 2023, the physician did a trigger block on the patient; however, it was not helpful. She took tramadol and lyrica, but they were still not helpful. She presented to the emergency room with pain on (B)(6) 2023. A CT scan was performed, and it came out negative. The voiding function is normal. She is going to see a pain specialist.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Bock h6: imdrf patient code e2330 captures the reportable event of pelvic pain.